Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 results of investigation: the suspect device was returned for investigation. Vyaire medical was able to verify the customer complaint. Vyaire received assy, tested blender w-2 ferrites visually inspected on uut (unit under test) assembly, there were no visible defects, damage, or contamination. The uut was installed into a known good top-level ptv unit. Powered on into user mode. Performed leak test per service manual, the uut passed. Performed a bench test with o2 settings at 90% the external servomex o2 analyzer was reading 98.7%. Move the o2 to 60% the analyzer was reading at 98.7%, the uut failed. Move the uut to the production floor to performed ptv blender module functional test software the uut passed. Installed a known good o2 blender pcba, test the o2 to 21%, 30%, 60%, 90% and the uut passed. Inspected the o2 blender pcba using a microscope, found diode component (d7) not soldered correctly. The reported complaint was confirmed. This is isolated to faulty assy o2 blender pcb. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H3:02;the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical problem with o2 blender module kit in which it was failing. Customer said that when setting to 90% he's only getting 82% on step 7. The unit passes the leak test with no issues. Furthermore, there was no patient associated with the reported event.